Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Replacement cable was sent to the customer. Customer's blood glucose was 166 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.